Event description:
It was reported that there was oversensing of noise on the right atrial (ra) lead and shock channels of this implantable cardioverter defibrillator (ICD) system. This resulted in inappropriate atrial tachy response (atr) episodes. The physician believed that this was due to ra lead integrity, which was a non-boston scientific product. Lead revision has been scheduled. Technical services (ts) provided reprogramming recommendations as troubleshooting. No adverse patient effects were reported. Currently, this device remains in service.